Event description:
It was reported that the patient presented in clinic with episodes of noise reversion. Noise was not reproducible with isometrics. It was also noted that patient does a lot of heavy lifting. Patients condition was fine and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient presented in clinic at susbsequent follow-up and some oversensing was still observed. It was suspected that there may have been some pinching of the lead due to patients line of work. It was also noted that the patient had an altercation with police soon after implant and had been thrown down possibly impacting the area of the device.